Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope suddenly had no light and the scope was not able to turn the light on or off. The issue occurred during a diagnostic esophagogastroduodenoscopy procedure. After a short delay, the procedure was completed using a similar device. There was no patient harm or injury.